Manufacturer narrative:
A21 alarm and erased memory anomaly after battery change due to broken solder joint of c13 on ib. Pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose level was not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.